Manufacturer narrative:
B5; additional information received: it was confirmed the stent graft damage type iiib endoleak only appeared to be present in the proximal stent graft vamf3636c200tu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted for the endovascular treatment of a taa on an unknown date. It was reported that a vamf3636c200tu was placed proximally at the left subclavian and extended with a vamf4040c150tu. It was reported on an unknown date of a CT, an endoleak was identified. It was confirmed that both the proximal and distal seal zones were adequate and the endoleak was at the mid portion of the graft at the overlap by the proximal bare stents of the extended graft. Intervention was performed the following day. The plan was to place a vamf3838c200tu proximally and extend with a vamc4040c150tu. Femoral access was gained via the right groin and a pigtail was placed up to the level of the overlap zone. The type iii endoleak could clearly be seen on angiogram. First the vamf3838c200tu was introduced, there was difficulty passing the delivery system across the common iliac artery due to tight calcified vessels. After multiple passes with dilators and sheaths, the delivery system was able to reach the desired location and the stent graft was deployed. After the tip capture was released, the physician pulled the grey trigger while holding the slider handle stationery and bringing the grey front grip towards the slider handle, but the tapered tip would not pull back into the graft cover. It was opened and closed multiple times with no success. The physician was advised to take the blue handle apart to manually pull the tapered tip into the graft cover but it was at a point where it would not come back into the delivery system. The tapered tip was about 1-2cm from being re connected. The sales representative attending the case had began to take apart the gray handle but the physician decided to just pull out the delivery system . When the delivery system was pulled out,  itdamaged the common femoral artery as well as the proximal external iliac artery. A cut down was performed and the artery was repaired. A self expanding stent was placed to repair the dissection in the proximal external iliac and distal common iliac artery. The procedure was completed and a final angiogram performed showed the endoleak had resolved. The patient was doing well the following day. Per the physician the cause of the type iii endoleak was that a proximal main valiant captivia stent graft was placed inside a another proximal main valiant captivia stent graft. The calcified anatomy and the tapered tip caused the access vessel injury. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.